Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was evidence of the reported issue. Functional testing was performed and the reported issue was unable to be duplicated. However, the latch lock was not functioning as intended and there were latching problems recorded in the event history log. The latch lock will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an intermittent cassette detached alarm. It is unknown if there was a patient, or clinician injury associated with this occurrence.